Event description:
Patient care manager notified by circulating rn (registered nurse) that there was blue linted fibers from sterile towels noted in medication bowl on field. The medication bowl on the field was filled with heparinized saline, which was used to flush catheters utilized to implant a transcatheter aortic valve. These sterile towels are contained within our sterile back table packs from cardinal health. Mfg # of pack utilized for this case was a11mnlvg.